Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported that she goes golfing year round and that she sweats a lot. Patient stated sometimes she will sweat and the adhesive around the headset will come loose. She states this has been happening for approximately a year. Patient reported she tries to change her site every 3 days, but sometimes changes it less frequently. Reminded her it is recommended the infusion set be changed every three days. Patient does use IV prep wipes for cleaning the site area. Explained the sandwich technique to the patient. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sending adhesive dressings and replacement infusion sets; no product return was requested.